Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance turning the carbohydrate feature on. Tandem technical support guided the customer through turning on the carbohydrate feature. Customer had low blood glucose (bg) levels 53 mg/dl. Customer drank soda to address low bg levels. At the time of the report, customer's bg level was 300 mg/dl. Customer addressed elevated bg levels with insulin shots.